Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. After pressing with more force, the pump touchscreen display came on. Customer's blood glucose was not impacted.